Event description:
It was reported that the patient was asymptomatic. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). There were no patient consequences.

Event description:
New information received notes programming changes were made to address the post paced t wave oversensing. The implantable cardioverter defibrillator (ICD) was being monitored. The patient was stable.

Event description:
New information received notes post paced t wave oversensing was once again observed on the implantable cardioverter defibrillator (ICD) and may have been due to a non-abbott lead. Programming changes were made. The patient was stable.